Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (concentration 5mg/ml; dose 0.2999mg/day) via an implantable infusion pump. Patient history included non-malignant pain and lumbar radiculopathy. Beginning 2015-(B)(6), the patient heard a beeping from her pump every 10 minutes. The patient had missed a scheduled pump refill. The patient experienced mild opioid withdrawal. The hcp put the patient on oral vicodin and the pump was refilled on 2015-(B)(6). The patient had spoken to another hcp who suggested that the patient's hcp increase the medication because the patient was due for another refill on 2015-(B)(6). On 2015-(B)(6), the pump was read and the refill was carried out with no complications. The pump alarm was resolved. It was indicated that the dose was increased to 4.56mg/day. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.